Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesoin was pre-dilated with a 2.0 x 12 emerge balloon. Then a 3.50mmx16mm synergy ii stent was selected to treat the lesion. The stent failed to cross the lesion. Outside the patient's body, the stent dislodged from the balloon. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.